Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint states that as a result of the polyform implant (date of implantation (B)(6) 2008), a patient injury occurred. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6), USA. The physician is dr (B)(6).

Manufacturer narrative:
Method - device was not returned for evaluation. Conclusion - inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).